Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: reprocessed lasso catheter; reprocessed intracardiac echocardiography (ice) catheter; reprocessed coronary sinus catheter; carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump model #: m-5491-02 serial #: (B)(4). (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. The ablation of the left atrium (la) pulmonary veins was complete and the physician was getting ready to pull across the septum to the right atrium (ra) when the anesthesiologist noticed the patient¿s blood pressure dropped. A pericardial effusion was noted on the intracardiac echocardiography (ice) catheter. The procedure was aborted. At the time of the call, a pericardiocentesis was being performed and the patient was stable. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.